Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm harmonic ace instrument for failure analysis investigation. The instrument was analyzed, and it passed the recognition test. Logs revealed recognition errors occurred two times. Additional observations not reported by site: the instrument was installed on an in-house system and failed the mechanical engagement sequence. The instrument passed engagement with the in-house system's sterile adapter during multiple attempts. Log review shows 2 engagement failures via error code 22020 indicating engagement failure. The instrument was found to have one blades broken at the base. A piece approximately 0.074" x 0.414" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade do not show damage.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the 8mm harmonic ace instrument did not operate and displayed an assembly error message after docking. The customer attempted to resolve the issue by reinstalling and changing the handpiece line, but the issue persisted. There was no report of fragment(s) falling inside the patient. The procedure was completed using a backup instrument.